Event description:
A report was received that the patient was explanted due to a possible infection. Following the explant the bsn sales representative reported that the patient did not have an infection but the ipg incision site had broken down following a non-device related fall. The ipg was protruding from the patient's back but had not broken through the skin. The patient was given IV antibiotics prior to the explant and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to a possible infection. Following the explant the bsn sales representative reported that the patient did not have an infection but the ipg incision site had broken down following a non-device related fall. The ipg was protruding from the patient's back but had not broken through the skin. The patient was given IV antibiotics prior to the explant and was reportedly doing well following the procedure.